Event description:
It was reported that approximately 14 months post-implant of a bifurcated device, suprarenal aortic extension, and limb extension the follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an additional aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the index procedure, secondary procedure and CT reports were provided for review by clinical representative. Based on available information, the root cause cannot be determined but changes in the patient's anatomy over time may have contributed to this event. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.